Manufacturer narrative:
(B)(4). Device code (B)(4).

Event description:
It was reported that there was an issue with the lockscreen critical alert. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.